Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) because it was non-functioning. The existing device was removed and replaced with an ambicor penile prosthesis (app). No patient complications were reported.